Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were referenced in the article, but with no device/product failure correlation/serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately (B)(6) years old. Possible models could include maximo ii, en trust, secura, virtuoso, concerto, concerto ii, consulta, protecta, and protecta xt. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: fontenla a, martinez-ferrer jb, alzueta j, et al. Incidence of arrhythmias in a large cohort of patients with current implantable cardioverter-defibrillators in spain: results from the umbrella registry. Europace. 2016;18(11):1726-1734. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple device models were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths from unknown causes and patients who experienced inappropriate therapies including electrical storms. The status of the device is unknown. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.